Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent surgery for a permanent scs system for left-sided low back, leg and foot pain. It was reported the physician had some difficulty with intraoperative lead placement but was eventually able to place the lead where he wanted. The patient reported severe abdominal pain postoperative that seemed to start on the left side. The abdominal pain allegedly was unchanged whether stimulation was on or off. The patient also reported an inability to urinate postoperative. She was treated with intravenous pain medication and received a urinary catheter in the hospital. Follow-up indicated the patient was discharged from the hospital on (B)(6) 2012 and reported a significant improvement in her symptoms. Her scs system remains implanted.